Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead it was noted that "part of the defibrillation coil was not wound around the coil." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.